Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. User requested a 12.43 unit bolus for 38 grams of carbohydrates and a bg of 409 mg/dl at 12:57 am, and a 5.83 unit bolus for 50 grams of carbohydrates and a bg of 175 mg/dl at 10:58 am. There were no erratic basal rate adjustments. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 33 mg/dl; cause was not known. Customer lost consciousness and was treated in the emergency room (ER) with a dose of sugar. After 3 hours, customer left the ER in "normal" condition and bg was normal. Reportedly, after discussing event with their healthcare provider, customer resumed pump therapy.